Event description:
The customer reported that during transport, while being used on a patient, the unit generated a low battery alarm and one minute later, the unit stopped. The customer reported that the patient died.

Manufacturer narrative:
The datascope representative replaced the batteries, and asked the customer's engineer to test the run time before putting into use. The batteries, the batteries charge/discharge records, the error logs information, and the power supply will be evaluated by the manufacturer to determine the possible root of the failure. On september 28, 2009, the unit was evaluated with the original batteries fully charged. The units ran continuously for about 20 minutes and, then switched off. Further evaluation of the power supply is scheduled. A follow up report will be submitted as soon as the investigation is completed.